Manufacturer narrative:
On 2/4/2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned." This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to remove pc generalized illness as pc autoimmune disorder is already coded, to more accurately capture the reported event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 650cc mentor memorygel breast implants on both sides and was presented with right side rupture, skin reaction, and autoimmune like symptom specifically lupus. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.